Event description:
Information received with return of the explanted device notes that a transtelephonic rhythm transmission revealed ventricular lead exit block. The patient experienced symptoms of lightheadedness.